Event description:
It was further reported that the lesion being treated was 80% stenotic and the artery was moderately tortuous. The maverick2 monorail balloon was being used to predilate th lesion for placement of a stent. The balloon rupture occurred on the initial inflation. The pt was asymptomatic during this event.

Event description:
During a ptca treatment procedure, the maverick2 monorail balloon ruptured at 4 atms. (The total number of inflations is unknown.) The lesion being treated was in the lad coronary artery. The maverick2 monorail balloon was being used to predilate the lesion. The maverick2 monorail balloon was removed and replaced with another maverick balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good', clinical outcome 'good'. Additional info has been requested regarding this event.